Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2019-12922, 2938836-2019-13024. It was reported that when the patient presented for a follow-up in clinic, the patient's pocket had not healed after device implant in (B)(6). The corner of the incision was red and warm to the touch and the pocket was infected. The physician elected to explant the system and the patient was stable following.